Event description:
It was reported that the intermittent catheter kits were missing gloves in all the kits. Customer was getting urinary tract infection due to no gloves in kit. They just got out of hospital in there for 7 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the intermittent catheter kits were missing gloves in all the kits. Customer was getting urinary tract infection due to no gloves in kit. They just got out of hospital in there for 7 days. Per follow up via phone on 10oct2024, it was reported no troubleshooting done, reviewed file and they purchased from an independent contractor and missing gloves. They stated that they had been working with them and the replacements sent also did not have gloves. Advised they needed to speak directly to them on getting gloves sent to them.

Manufacturer narrative:
The reported event was inconclusive and no sample was returned for evaluation. The root cause for this event was determined to be due to the FDA¿s import alert 80-04 for the supplier and subsequent waivers allowing the trays to be distributed without the gloves inside. The issue was confirmed not to be manufacturing related; therefore, a DHR review is not required. The instructions for use were found adequate and state the following: "this product does not contain sterile gloves as indicated on the primary packaging. Please obtain appropriate sterile gloves to perform catheter insertion using established aseptic technique." Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.